Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, non-tortuous, and moderately calcified lesion in the coronary artery. A 2.75 x48mm xience xpedition stent delivery system met resistance when being advanced on a balance middleweight (bmw) guide wire. It was noted that the majority of the stent struts were fractured. Both devices were removed without resistance. The procedure was successfully completed with an unspecified guide wire and a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to position could not tested due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire and or guiding catheter during advancement causing the reported difficulty to position and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the return device analysis confirmed there were no fractured stent struts as initially reported, but instead there were several struts at the distal end of the stent implant that were stretched out distally. Follow-up with the account confirmed the correct device was returned and the initial description of the damage was incorrect. No additional information was provided.